Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged fiber-glass nodules in the left lung. The relationship between the device and the allegation of nodules in the left lung is currently unclear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted "box b" as adverse event and "box h" as product problem which does not justify the scenario. In this report both the sections have been updated and corrected.